Manufacturer narrative:
Additional information: the unknown implant was returned. There was damage noted to the external threads of the implant, likely from the removal process. There was evidence of remnant bone along the implant. There was evidence of a fractured gold screw inside the implant. The lot number for the screw and for the implant was not provided; therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
The implant was returned on (B)(6) 2016.

Event description:
The dentist reported an abutment loosening with screw fracture. The dentist was unable to remove the fractured portion of the screw so the implant was removed.